Manufacturer narrative:
As this was a literature review, the specific model and serial number were not provided. This report will be updated, should this information become available.

Event description:
Per literature review: cinq-mars, alexandre, et al. (2025). "Early failure of subcutaneous ICD in a patient with a variant of rapidly progressive arvc." Jacc: case reports, vol. 30, no. 21, 2025. July 30, 2025:104207. Https://doi.org/10.1016/j.jaccas.2025.104207. It was reported that a patient was implanted with a subcutaneous implantable cardioverter defibrillator (s-ICD) system to treat a diagnosis of arrhythmogenic right ventricular cardiomyopathy (arvc). The s-ICD demonstrated appropriate parameter with no change to the clinical status of the patient. At 18 moths, the s-ICD was noted to have exhibited undersensing of the r-wave resulting in t-wave oversensing. An automatic setup was completed with all vectors failing. The cause of the reported observations was attributed to the disease progressing experienced by the patient. The s-ICD system was subsequently explanted and replaced with a transvenous system. No additional adverse patient effects were reported.